Event description:
(B)(4). Extreme pain, headaches, heavy bleeding, passing out, throwing up, numbness in my hands and legs.

Event description:
(B)(4). Food sensitivity, painful periods, hot flashes, gastrointestinal issues, loss of libido, extreme pelvic pain, hip pain, joint pain, all since essure was implanted in 2009.